Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer alleged that control-iq (ciq) delivered a bolus during sleep mode, resulting in low bg. Systems check and pump data review by tandem technical support showed that pump and ciq were functioning as intended and that customer had manually delivered the bolus; however, customer maintained that ciq was not functioning properly. Low bg was addressed by consuming carbohydrates, milk, and sugar packs. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.